Event description:
Asku

Manufacturer narrative:
Asku

Event description:
It was reported that during the implant attempt it was difficult to fix the lead in a narrow vein. It was also reported that when the physician pulled the lead out the lobes would not retract. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. However, there was blood/body fluid on the outer tubing overlay and the helix/lobe was distorted/bent. Visual analysis revealed that the lead was damaged at implant.